Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 25, 2007. Evaluation summary:the condition of depleted batteries was confirmed on site at the customer location by a field service engineer. The batteries were replaced due to potential damage. Review of the complain history reveals similar reports have been received from this product for the reported issue. This issue is currently being investigated under CAPA. Service of the device was conducted on-site.

Event description:
The baxter field service engineer found the batteries to be depleted while servicing this device. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.